Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of 492mg/dl on the contour next link using one bottle of strips, re-tested with a different bottle of strips and the reading was 199mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
Customer's strips were returned for evaluation. They read an average of 80 and 81mg/dl high out of spec. Using two levels of blood. Retention reagent gave satisfactory performance.